Event description:
It was reported that the 2800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered the surge suppressor board needed to be replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.